Event description:
Customer states the unit was recently repaired and that the first time they went to use it the unit alarms and the charging lights are not coming on. Customer has advised that when they send it back they are including all accessories. Customer is a mckesson customer and has been advised to contact them to obtain the RMA.